Manufacturer narrative:
Patient claim harm resulting from treatement for posiitive qft plus and ppd results. Insufficient information was provided for a comprehensive investigation. As stated in the IFU, qft-plus is an indirect test for m. Tuberculosis infection (including disease) and is intended for use in conjuction with risk assessment, radiography and other medical and diagnostic evaluations.

Event description:
Alleged false positive with quantiferon tb plus elisa, leading to unnecessary treatment and serious medical consequence.